Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient and procedural information, which was updated in the appropriate sections.

Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali jugular filter delivery system was returned for evaluation. The storage tube and y-body was returned separated from the delivery catheter; a deployed filter was also returned. The delivery catheter is kinked approximately 51.9cm from the distal tip of the pusher pad. A single skive mark was found inside the storage tube. The filter had all 6 arms and 6 legs present and intact. Functional/performance evaluation: no functional testing could be performed for failure to advance from the storage tube as the filter was returned deployed. Heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the filter delivery system was returned along with a deployed filter. The returned device met all the required specifications. The complaint investigation is inconclusive for failure to advance from the storage tube as the filter was returned deployed. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter was unable to be advanced beyond the storage tube into the delivery sheath; therefore, a new vena cava filter system was prepped and deployed successfully. There is no reported patient injury.